Manufacturer narrative:
The event occurred on an unknown date at the end of 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked. This event occurred after the bag had been compounded with unspecified lipids. It was further reported that the bag had leaked from the side seam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.